Event description:
Pt complained rec'd frost bite from breg polar care unit. Pt alleges that the polar care was applied directly to the knee without a barrier, although rn's state that a barrier was applied -pillow case folded-. Likely product use error. Pt may have applied directly to skin after discharged from hosp, although was sent home with unit that contained MFR recommendations. Dates of use: continuous, 2009. Diagnosis: inflammation post procedure -I&d-.